Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she visited the ER for a high blood glucose in the 630 mg/dl range and diabetic ketoacidosis. The patient's insulin pump would alarm no delivery. She was treated with saline drip and insulin drip. Troubleshooting was initiated for the insulin pump. The device was able to prime without incident. However, there were multiple air bubbles in the tubing. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. The insulin pump was not returned for analysis.